Manufacturer narrative:
Based on the claim against the product by the customer noting, vessel sealer extend instrument was not moving correctly. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a new vessel sealer extend instrument, and was able to complete the procedure. The system was working properly. And no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure. The vessel sealer extend (vse) instrument was not moving correctly. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related logs. Prior to calling in, the staff was ready to cycle system power. The tse had staff cycle system power. Tse had customer install original instrument. And again it had non-intuitive movement. The tse then recommended, customer move to new vse instrument. New vse instrument had intuitive movement. Customer was continuing with procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of date of this report.